Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50.3mm abdominal aortic aneurysm. Severe vessel tortuosity was noted. It was reported during the index procedure, after the endurant stent was implanted, sealing at the greater curvature side was not sufficient and the neck became an accordion shape. A type ia endoleak was suspected but not clear on imaging. CT was repeated on (B)(6) 2020 and a type ia endoleak was confirmed. Per the physician the cause of the endoleak was anatomy related due to the inadequate sealing at the greater curvature side and it was noted that at the time of accordion state, it might have been possible to extend the blood vessel by lowering the delivery system and implanting the device while the proximal region of the device was opened slightly. The device was also pushed up, but the physician did not want to push it further because the sr stent did not seem to be firmly attached. No additional clinical sequelae were reported and the patient will be monitored.